Event description:
It was reported to boston scientific corporation that a gold probe device was used during a hemorrhoid ablation procedure.according to the complainant, they placed the gold probe device down the scope and positioned it within the patient. When the attempted to cauterize, the gold probe would not generate heat. Using the same generator, they used a second gold probe device to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a hemorrhoid ablation procedure. According to the complainant, they placed the gold probe device down the scope and positioned it within the patient. When the attempted to cauterize, the gold probe would not generate heat. Using the same generator, they used a second gold probe device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The complaint of the device failing to cauterize during the procedure has been confirmed, based on analysis of the returned device. The initial visual inspection during analysis revealed no obvious defects. However, the device failed one of the electrical tests. Only one of the gold bands responded when tested using a multimeter for continuity, indicating only one of the wires was attached to the body connector. Further investigation, after dissecting the body connector, found that one of the copper wires is detached from the solder tab. This most likely occurred during the connector assembly process during manufacturing. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.